Manufacturer narrative:
Since the response to the question, "is non-serialized product being returned?" Was positive, indicating that sample will be returned, hence the sample request will be sent. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be an reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced an event where infusion set patch did not stick to skin upon insertion on (B)(6) 2026.